Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the system was experiencing intermittent tracking upon entry into the patient's anatomy. The ostium seeker stops tracking once it reaches the point in which the surgeon curves it into the frontal sinus cavity. This was occurring in the demo system as well. They moved the emitter around as much as they could and avoided any metals in the field. This occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome.